Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during removal resistance/interaction with the guiding catheter and/or resistance/interaction with the implanted stent resulted in the reported difficulty to remove. Manipulation of the device resulted in the noted stretched/bent coils, the noted coil/center solder detachments and ultimately resulted in the reported core detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the turntrac guide wire was used in the procedure of the diagonal and anterior descending arteries. During removal from the anatomy, unspecified resistance was met; possibly from the guide catheter or being caught under the stent strut. After removal, the guide wire core was noted to be separated, but the wire remained in one piece. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.